Manufacturer narrative:
Product ID 399930, lot# v008386, implanted: (B)(6) 2006, product type lead; product ID 3982, serial# (B)(4), implanted: (B)(6) 1995, product type lead; product ID 377875, lot# v011888, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) was over-discharged. It was reported that the patient's compliance was the primary reason for over-discharge, but it also was reported that the patient had coupling and/or communication issues. This was the patient's third over-discharge, and it was noted the ins needed to be replaced. Additional information has been requested, but was not available as of the date of this report.